Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during pre-surgery set-up, it was observed that the universal battery charger device would not charge the battery devices but would light up. According to the report, the battery devices were being checked for a procedure scheduled for the following day. It was not reported if there were any delays to the planned surgical procedure. A second universal battery charger device was available for use to charge battery devices but it was discovered later on that it did not work correctly either even though the green light was present. The surgeon completed the case by hand with no power tools. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.